Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative right colectomy open procedure, the patient had a leak at the anastomosis 2 days post-op. Patient returned to operating room for end ileostomy. He developed septic shock and died. The reporter stated the device did not cause or contribute to the event.